Manufacturer narrative:
The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
It was reported that the broken screw portion is still in the implant. It was packed in with composite over it prior to coming into the office. A lot of decay in the area as well, so the implant will be removed and replaced at some point. They do not have a date set for removal, but they will call once it is and they determined which implant they will replace it with.

Manufacturer narrative:
One (1) unknown biomet screw & one (1) unknown biomet implant were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable device instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported devices were located on an unknown tooth site and were used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture screw) or product (unknown biomet implant & unknown biomet screw). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified, and the reported event was non-verifiable with the information provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that a screw fractured in a in a biomet 3i ex hex 4.1 implant. The patient had the implant placed and restored in brazil.